Event description:
Round rotating part comes off in mouth after 2 - 4 uses, brushheads keep falling apart [device breakage], no adverse effect [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the round rotating part of the oral-b dual action brushhead came off in his mouth after two to four uses. Once, when this occurred he swallowed one. No symptoms developed. On (B)(6) 2015 consumer relations follow-up call with consumer: the consumer clarified that he did not actually swallow the oral-b brush head, but managed to spit it out. No further information was provided.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.